Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm. The insulin pump had cracks in the battery compartment and the battery cap was stripped. Her blood glucose level was not reported. After inserting a battery the insulin pump did not turn back on. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected failed batt test alarms were noted. The pump also had a stripped battery cap coin slot, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.